Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not detect and treat the patient's ventricular fibrillation (vf). The episode was extremely erratic and was ridden with right ventricular (rv) lead oversensing and undersensing which delayed detection. The patient, who had end stage congestive heart failure, went into cardiac arrest, suffered neurological damage and died. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.